Event description:
It was reported that the customer was unable to clear valid temperature alarms. Customer will continue to use the current pump. Customer¿s blood glucose level was 137 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 : device not returned.